Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the associated defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the reported malfunction. Review of the clinical data shows the device was always in lead ii. The logs indicate the device was powered on multiple times which the device did detect the electrode pads, with the exception of the last power up. The device recognized the electrode pads as unsupported cable/electrode. It is important to mention the multi-function cable and CPR adapter were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.